Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited gradually decreasing shock impedance measurements resulting in low and out of range. The patient then underwent an unrelated surgery. This device remains in service. No adverse patient effects were reported.